Manufacturer narrative:
B3: unknown date in 2022 d6b: unknown date in 2022 d10: (B)(6) - 02-010-03-0340 - logic cr femoral cem, right, sz 4, (B)(6) - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6) - 200-02-41 - three peg patella 41mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03659. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that after a right total knee replacement procedure, the patient underwent a revision procedure on an unknown date to address prosthesis wear, significant pain, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss; cost of medical care, rehabilitation, home health care, loss of earning capacity, mental and emotional distress, pain and suffering. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h6 . MDR section codes updated/corrected: b, e. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: e. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.